Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor unable to power on) has been confirmed. Upon evaluation it was found that the flash memory chips (components u102 and u105) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that his fully charged battery was unable to power on the monitor. The patient was issued a replacement monitor.